Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter was received by the facility with an open sterile box and catheter, resulting in a compromised sterile cover. No procedure or patient was involved in the issue. The farawave catheter is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows evidence of a compromised packaging seal as it appeared to be damaged. However, it is unclear whether the outer box packaging was the only damaged component of the device, or if the sterile barrier of the catheter may have been breached due to a cut in the outer box packaging, which could result in damage to the device or packaging.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter was received by the facility with an open sterile box and catheter, resulting in a compromised sterile cover. No procedure or patient was involved in the issue. The farawave catheter is not expected to return for laboratory analysis as it was disposed.